Event description:
It was reported that during central processing, monopolar curved scissors (mcs) exhibited cauterization marks that will not come off. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary finding of instrument blade discoloration to be related to the customer reported complaint. The instrument was found to have discoloration on both of the blade tips. This discoloration is not residual soil and does not need to be completely removed. This darkening is caused by iron oxide and is a chemical change in the blade material and not a result of mishandling/misuse. Probable root cause is attributed to a component failure.